Event description:
It was reported that since implant, a patient had not gotten therapeutic benefit. It helped some, but they were still leaking during the day and at night. Leaking at nighttime was her biggest issue. The patient had not found a setting yet since they hadn¿t had the device for a long time. Stimulation was painful if she increased the setting, and they hadn¿t gotten to2 volts because it was too painful. In may, the patient lost the feeling of stimulation. They tried using the patient programmer to increase the voltage, but wasn¿t able to. They pushed the plus button and it just sat there. The patient was able to change programs but wasn¿t able to increase the voltage. They replaced the programmer batteries. At the time of the report, the device was on program 4 at 1.2 volts. It was determined that the patient¿s therapy was off and there was no lightning bolt. The patient was able to successfully turn the implantable neurostimulator (ins) on and felt a little bit of stimulation. They switched to program 3 and increased the voltage. When they increased the voltage first they got an informational message screen because they pressed the sync key right after the plus button. Th ey tried again and was able to increase stimulation. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. Additional information received reported that the patient received assistance with their device or therapy from the manufacturing re presentative (rep) and their concerns were resolved. The unit turned off. The rep walked the patient through restart and was not happy it went off. There was an appointment with the patient's health care professional (hcp) scheduled for (B)(6) 2015. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information received from the consumer reported that their device had never been effective. The patient had all four programs on their current device and none of them were effective. They also noted feeling pulses down their leg. The patient¿s indications for use were gastrointestinal/ pelvic floor <(>&<)> urinary dysfunction/ sacral nerve stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. Additional information was received from the patient. They repeated that the therapy had never worked for them since implant. The patient stated the problem that the patient had always had was that they would sleep on their side and sometimes when they slept on that side, the stimulation would continuously go off until they moved and that was the problem they'd always had with it. Patient stated it would "zing zing zing" and that they tried very carefully to avoid sleeping on that side at night but while they were sleeping they would still roll onto that side and it would wake them up. Patient also stated that would take a long while to get the stimulation to where it felt like it was stimulating in the right spot and since it never really helped their symptoms, they eventually just turned the therapy off. The patient stated they still had the control thing because every time they had an MRI, they had to use it. The patient stated the therapy hadn't been turned on in years but now, the implanted system has started to hurt off and on and it had been pretty steady for the past 3 days which prompted them to call patient services. Patient stated they wanted to have the device removed and that their managing health care provider was still practicing but they were told when they called the office that they would have to wait 9 months to see that healthcare provider because it'd been so long since they'd had the device implanted and they were no longer considered a patient. Patient services sent the patient physician listings at the patient's request. Patient was going to follow up with a health care provider (hcp) to check the implanted system and to discuss next steps. Additional information was received from the patient. They mentioned that the device never worked, it turned itself on and it had a buzzing sound. It was starting to be painful.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.